Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to a broken front pulse wire solder joint in the trunk cable. The root cause for the broken solder joint was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving frequent gong alarms.